Event description:
It was reported that: " the connector on the hvt tube came apart. Tape had to be used to hold ett hub on. When this did not work and kept coming out, a larger hub was placed to make it more snug along with more tape and it did hold better. There was no harm to the patient." Associated complaints 3003898360-2024-01073 and 3003898360-2024-01068.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-10316 et tube, hvt, 8.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the connector was not returned. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. There was no indication that the connector was inserted to the proper depth in the tube, but this could not be confirmed. Since the connector was not returned, it could not be determined if there were any issues with the connector. DHR investigation did not show issues related to complaint. The IFU states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance". The reported complaint of "detached - connector" could not be confirmed since the connector was not returned with the et tube. No issues were observed with the et tube. Teleflex will continue to monitor and trend on this issue.

Event description:
It was reported that: "the connector on the hvt tube came apart. Tape had to be used to hold ett hub on. When this did not work and kept coming out, a larger hub was placed to make it more snug along with more tape and it did hold better. There was no harm to the patient." Associated complaints 3003898360-2024-01073 and 3003898360-2024-01068.

Manufacturer narrative:
Qn#(B)(4).